Manufacturer narrative:
Follow-up #1 date of submission, 09/15/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 08/25/2015 with the following findings: evidence of moisture was observed in the battery compartment. The battery compartment was found to be cracked. The pump failed a leak test in the battery compartment. The pump cover was opened and no further moisture ingress was observed. Unrelated to the complaint, the display screen was dim, faded, and discolored.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. It was reported that there was moisture in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.